Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device ran in the locked position and failed safety assessment. It was noted in the service order that the device had insufficient rotational speed and an e2 error during an unspecified surgical procedure. There were no reports of delays to the surgical procedure. A spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.